Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated they are 15 weeks post-op of titan implant. The penis is still sore and painful if tapped. When deflated, the penis buckles (and bulges) and its discomfort is too much to handle for patient, can't completely deflate due to discomfort and have to keep semi-inflated (5-7 pumps). When inflated, the penis is not round, but rather distorted as it is flat on top and bottom sides, similar to a 1x2 wooden board with round edges, starts becoming uncomfortable (sore) when inflated more than 15 minutes. Sides of penis are still partially blackened. Tip of penis gets very cold when not in underwear. Urination problems. Very difficult to deflate and it is difficult to even access release valve. Release valve is directly under surgical incision in scrotum, very painful when pressing release valve as the nerves seem to be exposed (hurt most during 4-12 weeks post-op), better presently but still painful. Inflation seems to go in two stages, 20-25 pumps to inflate (~80%) when it stops inflating, then the patient must wait 15-30 minutes before pump another 10 times to achieve full inflation. Patient had 2 infections post-op, stayed on antibiotics for 20 days. The doctor could not deflate with one hand and was difficult when he used two.